Event description:
The lay user/patient's spouse contacted lifescan alleging that his new onetouch ultralink meter did not power on. The issue was unresolved with troubleshooting. There were no allegations of harm or injury.